Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge with an unspecified handpiece and qualified viscoelastic. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgical director reported an inflammatory response and hypopyon in an eye following an intraocular lens (iol) implant procedure. The patient experienced a fibrous anterior chamber (ac) reaction. The ac reaction was intense with cells and fibrin post operatively. The patient's symptoms are improving with the use of medications both systemic and topical. The patient also experienced low visual acuity (cf @ 8ft) and minor stromal edema. Recovery is expected. The lens remains implanted.